Event description:
Baxter received a report stating that advanta2 rental bed brake casters were not holding. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the bed.per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake bar or the lh/rh brake pedals are pressed. Repair as necessary.a search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in oct 2025. It is unknown if the facility performed any other preventative maintenance on this bed.the baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of brake casters not holding were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.